Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they were hospitalized, which was unrelated to the implant, so they were unable to recharge so the implant was either really low or completely depleted. The consumer was currently unable to find the ac power cord so they were going to recharge the recharger once they received a new power cord, and once that was full they were going to start charging the implant. On december 12th additional information was received from the consumer stating they started experiencing the low/depleted implanted device at the end of (B)(6) 2016. As a result of the low/depleted implant the consumer had a lot of burning in the area where the implant was installed in their right hip, and the longer they waited to charge the burning got hotter. The consumer further reported the replacement of the power cord resolved the low/depleted device because they couldn't charge the implant without the cord and it got the burning to stop in a couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.